Manufacturer narrative:
5/30/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The product was used during an axillary lipoma. The suture knots did not hold. The surgeon performed a reoperation to resuture the wound. The hosp has reported that the pt status is satisfactory.